Manufacturer narrative:
(B)(4). Date sent: 11/22/2024. D4 batch #: a9d35j . Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with nose cone slightly separate from the mid housing and the mount was noted loose. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This could be resulted in the hand activation failure. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch a9d35j and no non-conformances were identified.

Event description:
It was reported that during a conization of cervix the hand activation line failure was found. Changed to another device to complete surgery. There was no patient consequence reported.